Event description:
It was reported that the patient presented to the emergency room via ambulance with a heart rate of 30 beats per minute. The ventricular lead exhibited loss of ventricular capture. The lead impedance was 150 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.